Event description:
The guide wire was trapped between the stent and the esophagus. While dislodging the wire it was noticed that the patient had some perforation. However, it is unknown whether it occurred during the procedure or prior to the procedure. The patient required surgery to repair the perforation. The status of the patient was unknown at the time of this report.

Manufacturer narrative:
Additional information: a document based investigation was carried out as the device involved is not available for return as it is implanted in the patient. It is not possible to confirm this complaint or determine the root cause as the device was not returned for evaluation. We were unable to conduct a sample test from this lot as there were no devices remaining in stock at cook ireland. A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. The instructions for use warn the user that perforation is a potential complication of this procedure. Complaints of this nature will continue to be monitored to identify potential emerging trends. No corrective action is warranted at this time. The complaint report was unable to be verified as the device was not returned and we are unable to replicate the conditions of use in the laboratory. The information in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death or serious injury.